Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21-improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: mlurc corrected.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2015, a blood test was performed fasting by the customer and produced test results of 111mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2015, a blood test was performed fasting by the customer and produced test results of 111mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.